Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Pt weight: unk. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, -6.0 diopter, in the patient's left eye (os) and noted the lens had an excessive vault. The lens was removed within the same surgery with no apparent injury. It was exchanged with a shorter lens and the problem was resolved.

Manufacturer narrative:
Product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on the lens. Visual inspection found the haptic torn. (B)(4).